Event description:
It was reported by customer " double lumen PICC placed in right basilic vein. Placement confirmed with waveform analysis. (B)(6) 2022 rn noticed leaking from the hub of the purple lumen where the cap is placed at the end of the line. Rn tried changing the cap and it still leaked. PICC rn looked at it and found it leaking slowly from in between the hub and the cap. PICC rn changed the cap again and it continued to leak. It was leaking only clear fluid from the IV fluids and the flush. The cap appeared to fit properly/snuggly. The lumen flushed easily, with great blood return. The hub itself was intact, nothing appeared damaged. There were no issues with red lumen."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx5564 showed thirty-two other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the luer hub is confirmed to be manufacturing related. Three sealed 5 fr dl powerpicc catheter kits were returned for evaluation. The product sticker labels indicated lot: refx5564 for all three samples. This complaint will address the first sample. The second and third samples are addressed in complaint: (B)(4). The catheter was infused with water and a leak was found to originate at the interface between the syringe and purple luer hub. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The mold defect appeared to prevent firm attachment of the injection cap and luer lock syringe. The purple luer adapter was from mold cavity c. The mold defect appeared to prevent firm attachment of the injection cap and luer lock syringe; therefore, the complaint is confirmed. Bd is working closely with the manufacturing facility to prevent reoccurrence of the reported event.

Event description:
It was reported by customer " double lumen PICC placed in right basilic vein. Placement confirmed with waveform analysis. On 5/12/22 rn noticed leaking from the hub of the purple lumen where the cap is placed at the end of the line. Rn tried changing the cap and it still leaked. PICC rn looked at it and found it leaking slowly from in between the hub and the cap. PICC rn changed the cap again and it continued to leak. It was leaking only clear fluid from the IV fluids and the flush. The cap appeared to fit properly/snuggly. The lumen flushed easily, with great blood return. The hub itself was intact, nothing appeared damaged. There were no issues with red lumen."